Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 270º around on the lower inner seal ring, and then it propagated toward the upper seal ring. However, it could not be determined what may have caused this condition. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the seal was broken when the surgeon was using it. Unknown how case was completed. There were no adverse consequences for the patient.